Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the operator placed an iabp catheter and started the pci procedure with iabp assistance. During intraoperative coronary angiography of the patient, the operator found that the anterior end of the balloon of the counterpulsation catheter was not fully opened and the machine did not alarm. After the patient's pci procedure, the patient was transferred to the custodial ward along with the iabp device without replacing the counterpulsation catheter with a new one. The patient is currently stable and the device is operating normally without alarms". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff; dried blood was noted was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal tip. A kink to the iabc outer lumen was noted at approximately 55.5cm and 56.5cm from the iabc distal tip. A bend to the outer lumen was noted at approximately 46cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 46cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 23.7cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "anterior end of the balloon of the counter pulsation catheter was not fully" is confirmed. During the investigation the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during the functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "the operator placed an iabp catheter and started the pci procedure with iabp assistance. During intraoperative coronary angiography of the patient, the operator found that the anterior end of the balloon of the counterpulsation catheter was not fully opened and the machine did not alarm. After the patient's pci procedure, the patient was transferred to the custodial ward along with the iabp device without replacing the counterpulsation catheter with a new one. The patient is currently stable and the device is operating normally without alarms". The patient's current condition is reported as "fine".